Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 131 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. Customer also reports a no delivery which was a past event. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.